Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore no direct product analysis could be performed. The manufacturing records for batch 8512861 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 20atms on the second inflation after being inflated for 10 seconds. The first inflation was at 18atms for 15 seconds. The lesion being treated was located in the tortuous, extremely calcified and 100% stenotic right coronary artery. The device was removed intact. The procedure was successfully completed with another balloon. Patient status is listed as "good."